Manufacturer narrative:
(B)(4).

Event description:
It was reported that 2 reef balloons that need to be replaced because the distal tips of the balloons were damaged before putting them into the patient's body. It was reported that the devices never entered the patient's body and were damaged before entering the sheath. Lesion was treated with another reef balloon. Patient is reported to be ok, with no issues. When the device was returned to the manufacturing facility, it was noted that the device was used in the patient with evidence of blood on the device. Device evaluation: the returned sample was visually inspected. The device exhibited clotted blood inside the shaft and balloon. No damages were detected at the tip or along the shaft. The balloon appeared folded with a slight opening of the pleats in the distal portion. The 0.035'' guidewire could not be loaded due to clotted blood in the guidewire lumen. Negative pressure was applied to the catheter and the manometric syringe showed bubbles. Balloon was inflated using water and a leakage from the balloon distal cylindrical portion was detected. Inflating the balloon with air it was possible to detect a balloon pinhole.